Manufacturer narrative:
The device has been received, and a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s husband that the pod did not appear to activate properly. Upon removal, no cannula was visible and there were no signs of cannula insertion, despite the husband reportedly hearing the click and the patient feeling the cannula deploy, indicating a needle mechanism failure. The pod was worn between 1 and 4 hours. As treatment, the pod was removed and a new pod was successfully activated and applied. The patient experienced elevated glucose levels, reaching 380mg/dl, which were managed with an injection of 4 units of insulin.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 0 pulses. No problems were observed regarding the reported needle mechanism failure complaint. The shelf mode current (smc) was measured to be within specifications. The pod was reset and reran successfully, no data abnormalities were observed. The cause of the reported communication error complaint could not be determined.